Event description:
A patient with severe cardiomyopathy presented with an implanted pulse generator which was under advisory for possible rapid battery depletion. The patient presented for an elective generator change.